Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected of possible premature ventricular beats. Ventricular capture was unable to be confirmed. The device remains in use. It was also noted that the left ventricular (lv) lead exhibited variable capture threshold measurements on lead trends. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.